Event description:
Pt had uneventful essure placement on (B)(6) 2012. She began to report pain shortly after procedure. Pt was placed on percocet. After 5 days, she stated her pain had become worse. Doctor found positive cervical motion tenderness. Pt requested that implant surgeon remove the devices. Doctor did a mini lap tubal on both sides with a bilateral salpingostomy. He found that devices were correctly placed. Pt reported the next day that her pain is gone. Since no other pathology was found that could cause these symptoms, doctor attributed her pain to the essure devices.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.